Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (mobile), is related to case with patient identifier (B)(4) (aviva).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 13.5 mmol/l, 8.4 mmol/l, 6.3 mmol/l, 7.2 mmol/l, 8.1 mmol/l (aviva) and 16.3 mmol/l, 14.9 mmol/l, 8.3 mmol/l, 9.4 mmol/l, 10.5 mmol/l (mobile). The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.